Event description:
Customer reports that "the filter has a very high resistance to expiratory flow causing the pressure on expiration to increase to 10 to 20 cmh2o. This "auto peep" is dangerous for the patient."

Manufacturer narrative:
(B)(4): results of investigation: the sample received was evaluated according to the inspection procedure and the unit passed the pressure test. Therefore, the complaint was not confirmed. The device history record for the lot reported was evaluated for any issues related with the customer report. The product was manufactured, inspected and released in accordance with internal procedures and no issues were observed. Complaint identified for submission as an MDR following a retrospective review of (B)(4)self-manufactured complaints under CAPA (B)(4).